Manufacturer narrative:
As reported, the balloon of the 6/7f mynx control vascular closure device (vcd) ruptured, so it could not be used. Hemostasis was achieved using another mynx device. There were no reports of patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. A non-cordis sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was normal, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm, with moderate vessel tortuosity and little presence of pvd/calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). The balloon lost pressure while inside the patient, after being pulled to the arteriotomy. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and the presence of pvd/calcium in the vicinity of the puncture site was mild. A non-sterile ¿mynxcontrol vcd 6f/7f(ce mark)¿ was returned inside of clear plastic bag for investigation. After unpacking, the unit was thoroughly inspected observing that both button 1 and button 2 were not depressed. Neither the syringe nor the procedure sheath was returned for analysis. The stopcock is set on the closed position. The sealant remained in the manufacturing position fully cover by the sleeves. The atraumatic tip does not present any damages or anomalies. No other outstanding details were noticed. Inflation/deflation test was performed by injecting water into the returned device according with the IFU. A leaking condition was observed on the balloon. The balloon was inspected using a vision system to obtain a magnified image. A pin hole was observed. The failure reported by customer as ¿balloon~balloon loss of pressure¿ was confirmed. The ballon does not inflate as expected due to an observed leakage caused by a pin hole. This condition does not allow the balloon to maintain the inflation pressure. Exact cause of the observed condition could not be conclusively determined during the analysis. Procedural factors and handling process may have contributed to the failure as reported. Access site vessel characteristics and/or concomitant device factors are likely since the mild calcification reported at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of the 6/7f mynx control vascular closure device (vcd) ruptured, so it could not be used. Hemostasis was achieved using another mynx device. There were no reports of patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. A non-cordis sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was normal, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm, with moderate vessel tortuosity and little presence of pvd/calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). The balloon lost pressure while inside the patient, after being pulled to the arteriotomy. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and the presence of pvd/calcium in the vicinity of the puncture site was mild. The device was not returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 6/7f mynx control vascular closure device (vcd) ruptured, so it could not be used. There were no reports of patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. A non-cordis sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel type was normal, and the device was used in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm, with moderate vessel tortuosity and little presence of pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved using another mynx device. The mynx vcd was prepped according to the instructions for use (IFU). The balloon lost pressure while inside the patient, after being pulled to the arteriotomy. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and the presence of pvd/calcium in the vicinity of the puncture site was mild. The device will be returned for evaluation.